Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5162039/5162472.

Event description:
It was reported that the patient developed an infection. Symptoms of clear drainage and redness at the surgical sites were noted. It was unknown what caused the infection. The patient was given antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The explanted scs system was discarded.